Event description:
Revision left total hip arthroplasty performed 1995. Radiographs and bone scan in september 2000 indicated loosening and mid-shaft fracture of the femoral prosthesis. Revision surgery replaced prosthesis in 2001. Distal portion of fractured stem was not returned.